Event description:
Patient reported they believe there was something wrong with their catheter. Patient stated hcp was going to revise the catheter but then told patient the catheter wasn't the problem. Per patient, the device was working well for her. The pump was delivering bupivacaine and morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4),3 implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
Additional information reported that the patient needed a ¿pumpogram¿ but it was not reported what they needed the ¿pumpogram¿ for. It was also noted that the doctor told the reporter they should have changed the catheter in the (B)(6) 2011 surgery but it was not indicated why the catheter should have been changed.